Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that right ventricular lead dislodgement was confirmed due to the low pacing impedance values. No imaging was used. No patient consequences were reported due to the dislodgement

Event description:
It was reported that a patient presented in-clinic for a lead revision procedure due to low right ventricular lead pacing impedance. Prior examination of the right ventricular (rv) lead revealed low pacing impedance. During the procedure, visual examination of the rv lead revealed insulation damage. The rv lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout and no additional patient consequences were reported.